Event description:
Report received from (B)(6) stating that the device experienced "excessive heat and noise." The device was not being used during surgery. It is unknown if injuries or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the condition could not be confirmed. If additional information is received, a supplemental MDR will be sent. (B)(4).